Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pin broke off of the inserter during surgery. The surgeon removed the broken pin out of the humeral component and no pieces were left inside of patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for the impactor with no deviations or anomalies being identified. The impactor was manufactured on june 10th 2013 and had a potential field age of approximately three years. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided.